Manufacturer narrative:
Reported event was confirmed, radiographs were provided and reviewed by a health care professional. Review of the available records identified vertical orientation of the acetabular cup likely predisposes to dislocation. Oblique fracture involving the proximal femoral diaphysis just distal to the tip of the femoral stem. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was from out of town and presented to local ER with a proximal femur fracture, cause unknown. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Unknown-unknown cup-unknown, unknown-unknown liner-unknown, unknown-unknown head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00274 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for a revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.